Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltage on ps1 power supply was evaluated and readjusted. The boards were reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a communication error. The fe confirmed the system locked up. There is no report of death or serious injury associated with this complaint.